Manufacturer narrative:
H3: product analysis of part#: 7578302, lot#: em22c013 - visual examination confirmed that the instrument is not able to hold a screw head due to misalignment of the arms when extended. This is consistent with the error of the gripper arm breaking from stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a device used for poster ior fixation. It was reported that the instrument was not holding screw head. There was no patient involvement reported. There were no further complications reported regarding the event.